Event description:
Nurse opened protective plus IV catheter to start an IV drip on a pt in endoscopy. Noticed an imperfection in the plastic catheter sheath described as roughness on the side of the sheath near the tip of the sheath. It appeared to be a small defect. Catheter was not used.